Event description:
It was reported that the patient's non rechargeable ipg was non functional. The patient underwent an ipg replacement procedure wherein MRI compatible ipg was implanted. The patient was doing well postoperatively and explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.